Event description:
Medical affairs rep was unable to get a hold of patient. Sending patient a letter. Following information is documented by ccr: patient called lfs in 2002 to report that they had been getting erratic bg readings on their ot ii meter. Patient mentioned that they had obtained readings of 45 mg/dl, 497 mg/dl and 334 mg/dl. Time difference is not available. Patient was hospitalized and their bg on the hospital meter was over 500 mg/d. Patient was treated with IV glucose [sic]. Time difference between their bg meter vs. Hospital meter was reported over 30 minutes. Check strip fell out of range and meter is cleaned incorrectly. Meter is set to mg/dl which is the correct unit of measure. Ccr sent patient a new meter. Based on the meter failing the check strip test, this case is being reported as a malfunction. Two of the readings on the meter and the hospital meter reading were all high, although time difference is not known. This information does not suggest that meter contributed to patient's hospitalization. If patient contacted company with further information that would suggest otherwise, a supplemental report would be generated.